Manufacturer narrative:
(B)(4). The guide wire with the reported green object was returned to the manufacturer for evaluation. The returned guide wire was kinked at the coil segment. The ptfe coating on the shaft was found peeled off for approximately 60-85cm from the wire tip. The peeled segment was a longitudinal intermittent line. The green object was shaped like a ribbon and had the same color as the ptfe coating of the returned guide wire; therefore, it was concluded that the green object was the peeled coating fragment. No other damage was observed on the returned guide wire. Referring to know similar events, an unused guide wire of the same brand was inserted into a metal introducer and made to contact the introducer edge in order to replicate the ptfe coating damage. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. The peeled coating fragment turned out to be ribbon shaped that was similar to the returned green object. Lot history review revealed no anomaly related to the reported event including ptfe coating adhesiveness. No other similar product experience report was received from this lot. In the production process, namely after the ptfe coating over the shaft is done, coating adhesion test is conducted with each coating lot in order to check the adhesion strength meets the product's specifications. The ptfe coating adhesion strength of the subject lot was confirmed that it has met all testing criteria. Based on the obtained information and the above investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated when the sharp edge of a concomitant metal introducer point contacted the wire shaft surface. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some coating fragment(s) might remain in the patient. The instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that a percutaneous coronary intervention was performed where an asahi guide wire was used to cross a severely calcified 75-90% occlusion in the left anterior descending artery #7. After successful wire crossing, thrombectomy was performed when a green foreign object was found in the removed clot. A new guide wire was replaced to resume the procedure. The blood flow was successfully reestablished by dilation with a drug-coated balloon. The patient was fine without problem after the procedure.